Event description:
It was reported that during a procedure to implant a stent graft for an a/v fistula in the common sfa, as the doctor was deploying the device the outer catheter snapped in half. The doctor had met with resistance as he was deploying the device and after the catheter broke, he was able to deploy the rest of the stent, but it was reported that it was not in the optimal position. It was reported that an introducer sheath was not used, just a guide wire. The patient's anatomy had one moderate to sharp turn at the bifurcation, but no other bends or calcification. The doctor did not have any problem advancing the system, just when pulling back. The access site was the groin.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The examination of the returned device confirmed the tear-off of the outer sheath at the catheter reinforcement. According to the information received, the fluency stent graft was placed in the sfa via crossover access. No introducer sheath was used during the stent deployment procedure. The use of the fluency system without an appropriate introducer sheath must have caused very high friction forces in the section of the bifurcation (sharp turn), which finally resulted in the described deployment difficulties and the fracture of the outer sheath. This application represents an off-label use for this device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted. The information for use (IFU) currently supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.